Event description:
While on a pt, a burn odor was smelled from the servo-I ventilator. At the time the ventilator was not running on mains, it was only running on battery power. The alarm "battery operation" was displayed.